Event description:
Healthcare professional reported right side deflation. Healthcare professional later added "hole, non-specific" observed during surgery. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior and yellow biological tissue. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.